Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that the patient developed endophthalmitis five days after undergoing a silicone oil removal surgery (air exchange was performed to clean the silicone) procedure involving gas exchange. Evisceration of the affected eye has not been necessary so far. The current condition of the patient is unknown. This report pertains to an ophthalmic system involved in the event. This report pertains to the four of four patients from the same facility.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The company representative was unable to, confirmed nor replicate anything that would have contributed to reported issue. Based on the information obtained, the root cause of the reported event is inconclusive. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance-based review of the serial number was performed. There were no relevant contributing factors identified. A review for complaints reported against this serial number was performed. There were no relevant complaints found, as part of a review for this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.